Event description:
Patient had a post-operative MRI after delayed wake up post surgery. According to the cta the stent was patent without large vessel occlusion, however after the MRI, it revealed both watershed infarcts and bilateral embolic strokes. Update 7/18/2018: srm representative spoke with physician, and physician is not sure what caused the initial watershed stroke. Patient ended up having a major stroke and passing away.